Event description:
It was reported that an 18 fr foley catheter was inserted into a patient with a 30cc balloon and the fluid was unable to withdraw from the luer lock. The catheter was cut to release fluid and the fluid was removed. The bulb was found to be burst, and all parts were intact upon removal.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an 18 fr foley catheter was inserted into a patient with a 30cc balloon and the fluid was unable to withdraw from the luer lock. The catheter was cut to release fluid and the fluid was removed. The bulb was found to be burst, and all parts were intact upon removal.